Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. A kink/tear was in the exposed cannula. Although damage to the cannula was observed, it is unclear when the tear occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached between 250-300mg/dl while wearing the pod on her arm for between 4 and 24 hours. Treatment included changing the pod and bolusing for a recommended amount, her levels went down to 126mg/dl. A week prior, the patient's bolus for the morning time was changed. The device was returned for evaluation.